Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient needed assistance with the purewick female external catheter. Representative asked the patient if needed any help in setting it up, but the patient could set it up fine and just wanted to make sure that it was used right. Per additional information received via liberator on (B)(6) 2021, the patient was having issues with positioning the purewick female external catheter and wanted to make sure that it was set up correctly. Patient also wanted information on wick placement so that patient could make sure that it was used correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient needed assistance with the purewick female external catheter. Representative asked the patient if needed any help in setting it up, but the patient could set it up fine and just wanted to make sure that it was used right. Per additional information received via liberator on (B)(6) 2021, the patient was having issues with positioning the purewick female external catheter and wanted to make sure that it was set up correctly. Patient also wanted information on wick placement so that patient could make sure that it was used correctly.